Event description:
In 2004 I had mentor smooth saline breast implants placed along rib cage under pectorals muscles, I've become progressively more sick the longer these are left in my chest. During the past 10 years, I've struggled with inability to get breath and a constant dry unproductive cough. It continues to become worse and is progressing to constant pain in chest along with burning and inability to get air. I've felt like I'm dying from toxic chemicals inside me during the past year. I've developed severe reactions to any artificial fragrances which I'm realizing are everywhere. If I'm exposed to fragrances it shuts down my ability to get air for the remainder of that day. I feel continually dehydrated in my chest no matter how much water I drink, and it seems to interfere with my ability to get oxygen. Having an explant surgery in one month and can barely wait. I feel I'm getting sicker with each passing day. I believe these implants must be breaking down and the material particles are traveling into my surrounding tissues. There are more symptoms such as insomnia all these years but I won't be able to tell if it was resulting from implants until they're removed. FDA safety report ID# (B)(4).